Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our german affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, while advancing the commander with valve through the esheath+, the distal tip was not able to open, therefore the valve was unable to be pushed further through the distal tip. The system was completely removed as a single unit without difficulties. A new system was successfully used in replacement and the patient was noted to be doing well. After removal of devices, the tip of the esheath+ was cut and opened on the back table with scissors trying to save the valve, which was unsuccessful. As per preliminary evaluation of the returned device, it was observed that the esheath+ distal tip opened, but was radially torn. This was not related to the scissors cut as that was axial.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been added: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: 'liner fully expanded. Distal tip opened but radially torn. Hdpe material stretched at tip torn location. Axial, radial and slant score lines present at intended location. Distal tip cut axially at the back table'. Due to the nature of the complaint, no functional or dimensional testing were able to be performed. No imagery was provided. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for sheath distal tip torn was confirmed, based on evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, procedural factors may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.